Manufacturer narrative:
Calibration was last performed on 02-jul-2021 and was acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) replaced, checked and adjusted multiple parts of the instrument. Ise checks, calibration and qc all passed successfully. The investigation is ongoing.

Event description:
We received a report of questionable ise results for 1 patient sample tested on a cobas 6000 c (501) module. The chloride (cl) results were discrepant. The initial cl result from the c501 module in question was 115.7 mmol/l. The repeat on a different c501 module was 99.7 mmol/l. No questionable results were reported outside of the laboratory. The cl electrode lot number and expiration date were not provided.